Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350, lot: 5846973, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses, suffered right breast implant deflation post-operatively. The deflation was confirmed via ultrasound. As a result, the patient underwent implant explantation on (B)(6) 2019.

Manufacturer narrative:
On 2/6/2020, the product investigation was completed. Device investigation summary: upon visual inspection of the picture, it was observed that the implant was rupture. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also possibly experienced infection on the right breast. During explantation, cultures were taken off from the fluid both within the lumen of the breast implant and the breast pocket. After clinical/secondary review of this file performed, it was decided to add patient code 2348 (injury), to more accurately capture the reported event: the deflation was discovered a day after a heart surgery. Subsequently, patient also suffered pain and tenderness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical device has been discarded by the patient's hospital. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).